Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon explanted a fractured newport set screw. The set screw was no longer engaged with the screw tulip and was free beneath the fascia. The original 2 level construct was left intact without a set screw at l5 on the right. The initial implant surgery was on (B)(6) 2014. The weld on the outer casing of the set screw fractured. On (B)(6) 2014 additional information was received from the reporter. The reported issue was discovered during a routine post-operative x-ray taken approximately 3 weeks after the implant surgery. The facility would not release the device; therefore, it will not be returned for investigation. Images of the broken set screw and an x-ray were provided.